Manufacturer narrative:
The device evaluation has been returned. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of the fogarty catheter did not deflate before use in the patient. It was unclear whether the balloon finally deflated. The patient demographics were requested but not available. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one model# 12tlw803f catheter with attached bd 1 ml syringe. The customer report of deflation issue was unable to be confirmed. The balloon was inflated with 0.4 cc air with returned syringe and the balloon inflated clear and concentric for 5 min. There is no deflation spec. Using air as the inflation media. The balloon was again inflated using 0.15 cc water with returned syringe and the balloon inflated clear and concentric and did not leak for 5 min. Balloon deflation was achieved in 6.0 sec by pulling back on the syringe plunger as recommended. Max deflation time from full capacity is 15 seconds. The through lumen was patent without any leakage or occlusion. The complaint for balloon, unable to deflate was unable to be confirmed through product evaluation since no defect was found; therefore a product non-conformance or device failure could not be confirmed. The lot number was not provided thus a device history record was not reviewed. As part of the manufacturing process 100% of the units are inspected according to drawing specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Furthermore, a deflation test to the balloons is performed after filled with water through a syringe. The complaint does not meet pra escalation triggers. A corrective action is not required at this time.